Event description:
The manufacturer received information alleging the device has a red light/out of box failure. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has been returned to the manufacturer, but evaluation has not yet begun. A follow-up report will be submitted when the manufacturer's investigation is complete.